Event description:
Procedure type: gastrectomy. According to the reporter: the instrument was fired and cut the tissue but did not apply the staples. No delay to operating time, no tissue loss/damage and no bleeding, and no stomas were reported. A new instrument was used to complete the procedure.